Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On 2018-10-30 (B)(4) (con): information was received from the consumer regarding a patient receiving an unknown drug via an implantable infusion pump. It was reported that the patient's pain pump did not work and she was infected for 4 years. No further complications have been reported as a result of this event.